Event description:
During a follow-up, low impedance and high capture threshold were observed. Lead dislodgement suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.